Event description:
Device malfunction: clip caught the back wall of the artery and stenosis. Symptoms/ae: endarterectomy and clip removal. Time of symptoms/ae: after vessel closure. In 2006, an arteriotomy closure of the right common femoral artery was successfully completed with no reported adverse patient effects. Three months later, a follow-up angiogram was performed and "plaque" and an occlusion of 50 % or greater was noted at the previous arteriotomy site. The following year, the patient underwent a surgical procedure and the clip was found to have captured the back wall of the artery. An endarterectomy was performed and the clip was removed. There were no reported adverse patient sequelae. Though requested, no additional information was provided by the patient.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.